Event description:
Doctor reported event of"wound infection" from journal article: "bariatric surgery outcomes in pts aged 65 yrs and older at an american society for metabolic and bariatric surgery center of excellence", obes surg (2010) 20:1199-1205. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because, no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."